Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a 'cassette not detected' alarm. The event was found during testing, there was no patient involvement.

Manufacturer narrative:
D9 - date returned to mfg: 11/12/2024. One device was returned for analysis. Review of the event history log (ehl) showed a multiple occurrences of high alarm displayed: cassette not attached properly. Functional and visual tests were performed, and the reported issue was duplicated. Upon further investigation, found delaminated downstream occlusion seal. The cause of the reported issue was due to an out of calibration. As a result, the delaminated downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.